Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 7495-25 lot# serial# (B)(4) implanted: (B)(6) 1999 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator (ins) for radicular pain syndrome. The patient reported that his stimulation was no longer effective. X-rays were performed as the plan was to replace an eol (end of life) ins. The x-rays showed a fractured extension. Surgical intervention was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of radicular pain syndrome. It was reported that this was a regular end of life event. The patient hadn't had the surgery yet. The patient plans to have the stimulator replaced, but isn't scheduled yet.

Event description:
Additional information was reported. Manufacturer representative reported the patient's revision would take place the following day ((B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.